Event description:
It was reported a contralateral sfa with three stents was being performed. The second stent was difficult to flush during set-up. An 8f introducer sheath and a 0.035 wire was used. The stent was very difficult to deploy and stuck on the wire. The doctor had to pull everything out and access was lost. The procedure was finished successfully with additional stents.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The safety clip was missing upon receipt of the sample. The tuohy borst adapter was opened. The 2-way stopcock was missing. There was a distance of 135 mm between tuohy borst adapter and pinvise handle. The stent was still within the sheath and shifted into distal direction by 3 mm. The outer sheath was elongated in the area of the guiding tube and slightly on the entire length. The inner catheter protruded from the tip 10 mm. A guide wire by another manufacturer was inserted into the system and protruded 270 mm from the distal end and 800 mm from the proximal end. The guide wire was kinked 35 mm from the tip. The complaint is confirmed. The cause of the complaint could not be determined. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The information for use (IFU) currently supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.